Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump after delivering a bolus. The customer's blood glucose was 466 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. The customer stated, he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer's blood glucose had gone down to 442 mg/dl and was advised to continue monitoring his blood glucose. The customer was unable to troubleshoot for high blood glucose at the time. Nothing further was reported.